Event description:
The nurse reported the following event, during the surgery, it was impossible to implant the screw. She noticed that the thread was damaged. An other screw was available and could be implanted without any problem.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If relevant info becomes available, it will be reported on a supplemental report.